Event description:
Information was received from a friend/family member regarding an advanced evaluation trial patient who was using an external neuros timulator (ens) for urge incontinence, urgency frequency. The trial began (B)(6) 2021. It was reported that, per the patient's spouse, the patient had numbness in their lower body for the past two days. They were losing feeling in both legs, and wondering if the implant could have anything to do with that. The caller mentioned the patient already had issues with their right side, and had no feeling on their right side due to nerve damage (no allegation related to device/therapy). Three days later, the patient stated they were in the hospital. There were no device issues nor further patient complications reported at this time. Additional information was received from the patient. They reported that they had been in the hospital since last tuesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.